Event description:
It was reported that the frame is cracked on the m41srb power wheel chair. Frame cracked where the seat post goes into the front hole. Also screw broke off in the back hole of the base frame.